Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the distal bend relief requiring a clamshell repair was confirmed through an onsite evaluation performed by an abbott technical services representative. Additionally, the report of a separation of the distal bend relief was confirmed via photograph. A clamshell repair was successfully performed on (B)(6) 2019 an associated work order. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and has been previously addressed by car #(B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient noticed that the silicone covering on the end of the driveline had pulled completely away from the metal connector where it plugs into the system controller. The patient covered the separated part of the driveline with tape and then a clam shell repair was performed on (B)(6) 2019.